Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event while doing physical activity on date (B)(6) 2024. The infusion set was in use for 12 hours. Blood glucose level was 13 mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.